Event description:
It was reported that patient leads have migrated leading to ineffective therapy. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Event date is estimated. Further information was requested but not yet received.

Manufacturer narrative:
A4: weight added. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2026 wherein the leads were replaced to address the issue.